Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reported contacted lifescan alleging the meter "was not working". The reporter was unable to specify the issue. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.